Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as medwatch (B)(4). It was reported that the patient experienced a rash. In (B)(6) 2013, a 2.50x20mm promus element plus stent was implanted. Upon waking from the procedure the patient noted a rash covering their body and orifices. The patient followed up with their cardiologist, dermatologist and allergist but the rash continues. No further patient complications were reported.